Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: DHR review for part# 314.115 part # 4899887, release to warehouse date: 4 jan 2005, expiration date: na, manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial left clavicle open reduction internal fixation (orif) (B)(6) 2016, the stardrive screwdriver handle broke in half while turning the 5th screw. The fragments were retrieved with no surgical delay. Another screwdriver was readily available. The procedure was completed successful and patient outcome was satisfactory. No additional information available. This complaint involves one device. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 5), this report is 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation results are as follows. The returned device has a broken handle and the dowel pin in the screwdriver shaft is slightly bent. The portion of the handle that seats in the shaft is discolored. The tip of the screwdriver is in good condition. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Device was used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.